Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient saw her physician last week for her first follow up appointment and was told that ¿one of the wires was functioning at 868 and the device indicated that this was too high.¿ the patient was told she would need to have surgery. The patient noted that she was not experiencing any return of symptoms. The patient mentioned that she had already left a message with her doctor, but had not heard back. Additional information was requested, but was not available as of the date of this report.